Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a perforation and pericardial effusion from the right ventricular (rv) lead. It was also reported that the lead exhibited high thresholds, low impedance and no capture in either unipolar or bipolar configuration. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.